Event description:
It was reported that about 10 days following a low anterior resection procedure, during a follow-up visit the doctor discovered an anastamotic leak. Upon returning to the or to fix the problem, the doctor inspected both staple lines and could not find evidence of malformed staples or an incomplete staple line. He indicated that the tissue around the anastamosis was very thin but he could not pinpoint why a leak occurred. It appeared as though the leak occurred at the corners where the two staple lines intersected. As a result, the pt received a temporary colostomy that the doctor expects to last approximately 6 months.